Event description:
The reporter contacted animas on (B)(6) 2014 alleging blood glucose levels up to 20 mmol/l range yesterday with symptoms of burning in muscles and blood ketones of 0.6 mmol/l. The pump was reviewed with the patient related to the event and confirmed that the total daily dose history correctly reflected the basal and bolus history totals, the prime history indicated that the pump was being primed appropriately and the site was being changed out appropriately, and there were no pump suspends related to the event. The reporter was advised that there was no indication of a pump malfunction. The patient indicated being new to the insulin pump and pump rates were still being reviewed; the reporter indicated that the basal rates were just adjusted the week before. The reporter was advised to follow up with the health care provider for clinical recommendations regarding the blood glucose excursion. This report is made based on the allegation that the patient experienced hyperglycemia of unconfirmed cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.